Event description:
It was reported the md inserted the iab (site unknown) and after placement, the iab would not inflate. The iab was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.